Event description:
Patient reported having difficulty breathing on (B)(6) 2023 and proceeded to local emergency room for care. CT (computed tomography) scan revealed: tracheoesophageal groove 2.9 cm density with air encases the laryngeal stimulator leads; new from 2016. Abscess is a possibility. No cervical lymphadenopathy. She was admitted to hospital for overnight observation with tentative plan for tracheostomy placement on (B)(6) 2023. CT (computed tomography) scan was reviewed (B)(6) 2023: evidence of aforementioned procedure. There is some air tracking down around the leads. Formal read mentions the possibility of abscess but given her well appearing clinical status and the findings on endolaryngeal exam, suspect this is likely postsurgical change, with the possibility of some lead erosion. Patient afebrile. Patient reported low battery indicator on infinity ipg (implanted pulse generator) device to site on (B)(6) 2023. Site working to schedule replacement surgery. Patient receives botox treatment every 2 to 3 months via local ent (ear, nose and throat) provider, but did not receive it (B)(6) 2023 at scheduled clinic visit due to concerns of inflamed airway secondary to upper respiratory infection being treated with steroids and antibiotics. She did report shortness of breath, onset one week prior, worse at night causing her to sleep with head elevated, and tightness at that visit. Her last botox injection was (B)(6) 2023. The device is being used per FDA ide approval as a laryngeal pacing device and not for parkinson's disease per FDA approval.